Event description:
It was reported the patient had received an scs system, and the physician noted the patient had a hematoma at the ipg site postoperatively. It was reported the physician took the patient back into the operating room the same day and drained the hematoma and cleaned the area. It was reported the patient had no symptoms, and received effective stimulation at the postoperative appointment.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.